Event description:
The customer reported that during battery calibration, the device screen displayed all lines.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.